Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number:2017865-2019-12217. It was reported that the patient presented for a device upgrade procedure. Prior to the procedure, it was noted that the right atrial lead had noise. The lead was explanted and replaced. During the procedure, it was noted that the right ventricular lead fell apart during extraction. There were no complications, and the patient was discharged.

Manufacturer narrative:
A partial lead with the tip measuring 62.8 cm was returned for analysis. External insulation abrasion was noted at 4.6-5.2 cm from the distal tip consistent with lead friction to another device or feature of the heart. The cause of the reported event was isolated to external abrasion breaching the outer insulation and exposing the outer coil.